Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump powered on with the returned battery cap. The keypad was found to be intact without signs of peeling or tearing. All keypad buttons responded intermittently. The keypad was removed to find no contamination under the key contacts. A leak test was performed and showed a leak at the display lens. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump including the keypad flex cable/connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient alleged that the ok keypad button, and up and down arrows were under responsive. It was also reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.